Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was unable to be retracted and appeared to be damaged. A new lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events of helix ¿deformed¿, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. The helix was partially extended/bent and clogged with blood/tissue. X-ray examination of the inner coil found no anomaly inside the connector region. X-ray examination noted the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported events was isolated to the helix being stretched/bent and clogged with blood/tissue.